Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a major infection. This was an out of hospital event. The site of infection was related to the pump driveline, and it was a bacterial infection. The patient was treated with drug therapy. It was stated that the cause of the infection was due to the complexity of medical management. The causal relationship with the device was unknown. The event date was estimated as it was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that a computed tomography (CT) examination revealed edema of the rectus abdominis muscle along the driveline. There was no formation of abscesses. Images were not available because the patient's consent could not be obtained. Meticillin-sensitive staphylococcus aureus (mssa) was detected in the culture examination of the wound. The patient was continuously receiving oral antibiotics.